Manufacturer narrative:
A manufacturing investigation was performed. Received scrdriver-hex-cann f/cannscr ø3.5+4 (part # 314.290, lot # 5102632) was forwarded to the responsible manufacturing site for investigation. Upon visual inspection product received with handle broken into 3 pieces and is separated from the shaft, thus confirming the complaint description. D1 feature cannot be measured due to the handle being broken. Review of device history record (DHR) show that d1 feature met inspection criteria at time of manufacture. Raw material is unobtainable due to no in-house method to identify the material type. Review of DHR showed that raw material met specifications on vendor certificate of compliance. The complaint is confirmed for the handle breaking but is unconfirmed from a manufacturing perspective. All observed damage is post manufacture. Unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that wear and tear from often use over the years (as the instrument is over 11 years old), led to this damage. No product fault could be detected. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Synthes manufacturing location was discovered upon receipt of subject device. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 20-oct-2005. Part #: 314.290, lot#: 5102632 (non-sterile) - cannulated 2.5mm hexagonal screwdriver, quantity (B)(4). Components: 314.29.01 shaft, bp56 lot: 5071796; e2004, screwdriver handle, bp56 lot: 5087370; es0003 90, 2.5x6mm dia dowel pin, bp56 lot: 4959210 meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the screw driver was used in the removal surgery of the 4.0 css on (B)(6) 2017. While the surgeon was rotating the hexagonal screwdriver to remove the screw, the grip part of the screw driver was broken. Several wooden broken pieces of the screw driver fell into the patient. Thus, the surgeon had to take time for washing. The surgeon used pliers to remove the screw afterwards. According to the surgeon¿s judgement, no broken pieces were left in the patient due to through washing. The surgery was extended for 30 minutes. Patient outcome: good. This complaint involves 1 part. Concomitant parts: screw (part# unknown / lot# unknown / quantity 1). This report is 1 of 1 for (B)(4).